Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and two (2) afx vela suprarenal proximal extensions. During the initial implant procedure, a type ia endoleak was observed. The physician elected to implant a palmaz (non-endologix) stent, which reportedly resolved the leak. The patient tolerated the procedure well. Approximately one (1) year post initial procedure, the physician corrected his original report, indicating that the previously diagnosed and intraoperative type ia endoleak was not successfully resolved at time of implant. Therefore, the physician elected to additionally treat the patient by implanting one (1) afx vela suprarenal on (B)(6) 2022. The leak, however, remained unresolved. Physician will continue to monitor the patient and follow-up in 30 days with a computed tomography (CT) scan.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak was confirmed. This is consistent with the reported adverse event/incident. Procedure related harms identified were a right access site complication and an additional surgical procedure. The final patient status was discharged on the fourth post operative day following the index procedure, readmitted two days later with a right groin hematoma and pseudoaneurysm of the right femoral artery. The patient was then discharged four days later home following an additional surgical procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.